Manufacturer narrative:
On november 12, 2021, mentor became aware that "device problem already known, no evaluation necessary" was incorrectly selected for reason for non- evaluation under field h3 in the previous initial submission, it has been correctly updated to "other" on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4). H3. Reason for non- evaluation.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement surgery on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.